Event description:
It was reported that the sheath split at the "10% angle" when the ancillary instrument was introduced. The channel had been opened with the instruments prior to insertion into the patient, but the sheath still split when the instrument was introduced during the procedure.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information, derived from the evaluation, will be submitted in a supplemental 3500a form.